Event description:
It was reported that before implant the helix would not function properly. The lead was not implanted and was replaced. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.